Manufacturer narrative:
Isi has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 297 occurred, pointing to the illuminator. The customer checked the on/off switch of the illuminator and found that it was in the "on" position. There was no led status light on the front panel, which confirmed that the illuminator was having an issue. The customer contacted an intuitive surgical, inc. (Isi) field service engineer (fse) for troubleshooting support, but the issue could not be resolved. A third-party illuminator was used to complete the procedure with no adverse effect, harm, or outcome to the patient. An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the illuminator to resolve the reported issue. Following service, the system was tested and verified as ready for use.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate/confirm the reported issue. A visual inspection was performed and the fans were found to be dusty. The illuminator was installed into the in-house system and tested. It failed to power on and errors 297 and 48238 occurred. These errors indicated a communication failure within the unit.